Manufacturer narrative:
The analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In additional, minor blade damage may increase in severity during subsequent activations, and my result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blood failure.

Event description:
It was reported that during the struma procedure, the device did not function after 10 minutes. The case was completed with the same like product. There was no patient consequence.